Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of over 500 mg/dl. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with insulin pump. Customer experienced symptoms such as dry mouth. Customer reported they had not contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose event. Customer stated that insulin pump did allege under delivery. Drive support cap was normal. Customer stated that insulin pump had insulin flow blocked alarm which was resolved by changing complete set. Customer stated that insulin pump had motor error. Insulin pump was not exposed to high magnetic field. Customer was bale to clear and was able to rewound the insulin pump. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No possible under delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device passed the delivery accuracy test at 0.0874 inches. (B)(4).